Manufacturer narrative:
(B)(4). The device was returned to baxter and and evaluation was performed. The evaluation confirmed and reproduced the reported symptom of keypad issues in the form of a delays keypad response. Evaluation determined the cause to be a failed processor printed circuit board was replaced.

Event description:
It was reported that a spectrum pump had keypad issues. It was also reported that there was no patient injury.